Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with the helix partially extended. Accurate measurement of the helix is not possible due to the helix being bent. The lead was able to be passed through at 7 fr introducer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the helix was retracted for repositioning of the right atrial (ra) lead, but the helix would not extend afterward. The lead was removed and replaced. No patient complications have been reported as a result of this event.